Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6).

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein a lead was adjusted, and another lead was added. The patient was doing well post operatively. The explanted leads were disposed of by the facility.